Manufacturer narrative:
External insulation abrasion was noted at 6.5-7.5cm from the distal tip, consistent with lead friction to another device. The rv conductors were abraded and separated at this location, consistent with the field observation of high hv lead impedance.

Event description:
It was reported that the non-dependent patient presented for a follow up after receiving a vibratory alert for high, out-of-range high voltage lead impedance. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).